Manufacturer narrative:
Description of event: as reported, while using a hiwire nitinol hydrophilic wire guide, coating delamination occurred. This was noted to have occurred over several cases, but the total is unknown. This event is linked to patient reference (B)(4). Olympus rigid cystoscopes and flexible digital ureterescopes were used with the complaint devices, and both had the issue with the hiwire occur. No portion of the wires were reported as remaining in the patients. Additional information received on 15nov2021 and 16nov2021: the wire guide had been hydrated with saline solution prior to removal from the tray. The wire was tough to pull through the scope, at which point it was found the coating was coming off. The procedure was attempted to be completed with another wire guide, but it was eventually completed without one. It was later found during another procedure (patient identifier (B)(6)), that the rigid scope's tip was damaged and causing the damage to the wire guides. Investigation ¿ evaluation a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control data. The device was returned in a bowl with lid. No original packaging present. Coating was completely delaminated from the wire guide starting 19.2 centimeters from the flexible tip, extending for 23 centimeters. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Supplier investigation a review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted above, the specimen presented skive/cut damage to the polymer jacket in a proximal to distal orientation 18.8 to 42.0cm from the distal tip exposing the metallic core wire and yielding a 21.5cm length of detached polymer jacket material. The specimen also presented a large radius bend over the distal 13.8cm and adhesive residue, consistent with transfer from tape, scattered over the length of the device as presented in two of the customer supplied images. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As indicated in the device instructions for use (dfu) precautions: manipulation of wire guide requires appropriate imaging control. Use caution not to force or over manipulate the wire guides when gaining access. When using wire guide through a metal cannula/needle, use caution as damage may occur to outer coating. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that device interface and/or procedural factors have contributed to the event as reported. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: manipulation of wire guide requires appropriate imaging control. Use caution not to force or over manipulate the wire guides when gaining access. Instructions for activating hydrophilic coating the hydrophilic coating on the wire guide is activated by immersion in sterile water or sterile saline solution. Prior to using the wire guide, fill a syringe with sterile water or sterile water or sterile saline solution and attach it to the flushing port on the wire guide. Inject enough solution to wet the wire guide surface entirely. This will activate the hydrophilic coating. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Based on cook's and the supplier's investigation the most likely cause of the complaint is the scope used during the procedure. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Event description:
Additional information received on 15nov2021 and 16nov2021: the wire guide had been hydrated with saline solution prior to removal from the tray. The wire was tough to pull through the scope, at which point it was found the coating was coming off. The procedure was attempted to be completed with another wire guide, but it was eventually completed without one. It was later found during another procedure (patient identifier (B)(6)), that the rigid scope's tip was damaged and causing the damage to the wire guides. No portion of the wire guide was left within the patient. No adverse effects to the patient occurred due to this incident.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: other non-healthcare professional: manager. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, while using a hiwire nitinol hydrophilic wire guide, coating delamination occurred. This was noted to have occurred over several cases, but the total is unknown. This event is linked to patient reference (B)(6). Olympus rigid cystoscopes and flexible digital ureterescopes were used with the complaint devices, and both had the issue with the hiwire occur. No portion of the wires were reported as remaining in the patients. Additional patient and event information has been requested.